Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer in regard to a patient receiving an unknown drug via an implantable infusion pump. The indi cation for use (IFU) was listed as spinal pain. In (B)(6) 2015 the patient was in the hospital for 8 days with sepsis/multiple infections for an unknown reason. The patient felt tired, vomiting, fatigue, and had a 102 degree fever. The onset of symptoms was sudden. The patient was administered IV levaquin, fortaz and oral antibiotics. The event was resolved. The drug information and diagnostics performed were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.